Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height cubie pockets not detected on bus. The field service engineer (fse) coordinated with pharmacy staff to remove the defective cubie pockets, replaced the affected controller boards, and restored normal drawer and system functionality. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the half height cubie pockets from drawers 5.1, 5.2, 6.1, and 6.2 were not detected on the bus. The customer rebooted the station and performed a drawer recovery; however, a "requires maintenance" error was still received. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.